Event description:
As reported, the physician used the 4x15 palmaz blue/aviator device intraoperatively and was unable to release the stent. The balloon never inflated or expanded after several attempts. The case was completed with the use of another non-cordis device. There was no reported injury to the patient. Some information is unknown due to sales rep not in attendance during the procedure. There was no damage noted prior to inserting into the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The sds was prepped according to the IFU guidelines. There was no difficulty noted during prep. The intended lesion was in the vertebral artery with stenosis. There was no damage noted after inserting into the vessel. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 82230408 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician used the 4x15 palmaz blue/aviator device intraoperatively and was unable to release the stent. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, the physician used the 4x15 palmaz blue/aviator device intraoperatively and was unable to release the stent. The balloon never inflated or expanded after several attempts. The case was completed with the use of another non-cordis device. There was no reported injury to the patient. Some information is unknown due to sales rep not in attendance during the procedure. There was no damage noted prior to inserting into the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The sds was prepped according to the IFU guidelines. There was no difficulty noted during prep. The intended lesion was in the vertebral artery with stenosis. There was no damage noted after inserting into the vessel. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 as reported, the physician used the 4x15 palmaz blue/aviator device intraoperatively and was unable to release the stent. The balloon never inflated or expanded after several attempts. The case was completed with the use of another non-cordis device. There was no reported injury to the patient. Some information is unknown due to sales rep not in attendance during the procedure. There was no damage noted prior to inserting into the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The sds was prepped according to the IFU guidelines. There was no difficulty noted during prep. The intended lesion was in the vertebral artery with stenosis. There was no damage noted after inserting into the vessel. The product was returned for analysis. A non-sterile blue/aviator plus 4x15/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no anomalies nor damage was visible during this unaided eye visual evaluation. The balloon was received without be inflated. Additionally, it was observed that the stent was received separated from the device, and the balloon presented traces of marks that evidence the previously mounted state of the stent observed. Functional test was performed, where an inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rate burst pressure. During this test it was observed that fully inflation was possible showing no evidence attributable to the reported event. A product history record (phr) review of lot 82230408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿balloon - inflation difficulty - unable to inflate¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use, which is not intended to mitigate risk, ¿caution: always use a cordis sheath introducer (csi) or guiding catheter for the implant procedure to protect the incision site and the transhepatic biliary access tract, and to avoid dislodging the transhepatic biliary stent from the balloon. Deployment procedure - through a csi: 1. Introduction of csi with dilator and guidewire. A. Gain access at the appropriate site utilizing the csi / dilator size recommended on the label. B. Insert a guidewire through the dilator of the csi and advance it across the stricture. Note: compatible guidewire diameter is listed on the label. C. Advance the csi with dilator completely across the stricture. Caution: caution should be taken when dilating the transhepatic biliary stent to minimize the potential for perforations. D. Remove dilator from the csi. 2. Introduction of transhepatic biliary stent system through a csi. A. To protect the transhepatic biliary stent during insertion into the csi, place the introducer tube through the csi valve until firmly seated. B. Backload the delivery system onto the guidewire. During backloading, the guidewire will exit the delivery system at the guidewire exit port. C. Carefully advance the delivery system over the guidewire, through the introducer tube and csi valve. When the transhepatic biliary stent has passed into the body of the csi, remove the introducer tube. D. Continue to advance the delivery system over the guidewire and through the csi while maintaining csi and guidewire position across the stricture.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.